Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported that the ventilator¿s screen was dark. There was no patient involvement. The service provider (sp) inspected the device and confirmed the reported issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service technician reported that the periodic maintenance (pm) was performed. During evaluation the screen was observed to be dark, and the power on/off led was observed to failed to turn on. The user interface (ui) assembly needed to be replaced. However, replacement was not done upon the customer's request. Therefore, test 3 failed and functional testing failed. The software was confirmed to be version 2.30. Overall checking, cleaning, run testing, and a function test were performed.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface (ui) assembly aligns with the recommended repair of the reported malfunction per the service manual. The repair information is being monitored in sap. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.